Event description:
Information received by medtronic indicated that the insulin pump did not delivered correctly the insulin. The insulin pump did not alarm when customer was on high blood glucose. Customer stated insulin exited at the quick release. High pressure test was failed twice. Customer experienced high blood glucose level and was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.